Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 2 months following the implant of a transcatheter valve, endocarditis was confirmed and the organism cultured was streptococci. It was noted that the patient had active pneumonia which could have predisposed the patient to endocarditis. Additionally, vegetation was not present on echocardiogram. The patient is currently prescribed suppressive antibiotics. Per the physician, the valve and implant procedure did not cause or contribute to the infection. Approximately 4 years and 2 months following the implant of the valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason and the patient was hospitalized. Additionally, possible thrombus/pannus was observed inside the valve frame. Additional information was received that the transcatheter valve was implanted into the native annulus at a final depth of 4.9 mm on the left coronary cusp (lcc). The valve failure was due to endocarditis leading to leaflet thickening. Thrombus/pannus was confirmed with thrombus noted on the valve leaflets. The patient died before receiving treatment to address the failed valve. The patient had a history of endocarditis. Additional information was received that per the physician, the official cause of death was heart failure exacerbation and the valve was a contributing factor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 2 months following the implant of a transcatheter valve, endocarditis was confirmed and the organism cultured was streptococci. It was noted that the patient had active pneumonia which could have predisposed the patient to endocarditis. Additionally, vegetation was not present on echocardiogram. The patient is currently prescribed suppressive antib iotics. Per the physician, the valve and implant procedure did not cause or contribute to the infection. Approximately 4 years and 2 months following the implant of the valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason and the patient was hospitalized. Additionally, possible thrombus/pannus was observed inside the valve frame.

Event description:
It was reported that approximately 1 year and 2 months following the implant of a transcatheter valve, endocarditis was confirmed and the organism cultured was streptococci. It was noted that the patient had active pneumonia which could have predisposed the patient to endocarditis. Additionally, vegetation was not present on echocardiogram. The patient is currently prescribed suppressive antibiotics. Per the physician, the valve and implant procedure did not cause or contribute to the infection. Approximately 4 years and 2 months following the implant of the valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason and the patient was hospitalized. Additionally, possible thrombus/pannus was observed inside the valve frame. Additional information was received that the transcatheter valve was implanted into the native annulus at a final depth of 4.9 mm on the left coronary cusp (lcc). The valve failure was due to endocarditis leading to leaflet thickening. Thrombus/pannus was confirmed with thrombus noted on the valve leaflets. The patient died before receiving treatment to address the failed valve. The patient had a history of endocarditis.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.